Event description:
A (B)(6) male pt contacted zoll customer support to report that his monitor was producing a code 204 and there were exposed wires coming from the monitor case. The pt received a replacement monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (damaged cable or wires exposed) has been confirmed. Upon evaluation, the belt receptacle was broken from the monitor case, which damaged wires in the belt receptacle. The root cause for the damaged belt receptacle and connector cannot be positively identified but is likely excessive force at the belt connector while the electrode belt was attached. In additional r84, a resistor on the defibrillator board was open. This cause r90 on the defibrillator board and u901 and u902 on the ca board to open. The root cause for the open r84 was unable to be positively determined, but was likely related to the physical damage to the monitor. No adverse event resulted from the damaged monitor. The pt received a replacement monitor.